Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a broken is found with the following conditions: striated edge on posterior assessed as surgical damage, sharp edge on the posterior assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: striated edge on posterior assessed as surgical damage and sharp edge on the posterior assessed as unidentified (tear) opening. Observed creases may be related to the reported event(wrinkling). Additional, corrected and/or changed data: b.6, h.3, h.6

Event description:
Healthcare professional reported left side rupture and ¿some wrinkling of the silicone implant shell." Device was explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture confirmed via MRI.

Event description:
Healthcare professional reported left side rupture and ¿some wrinkling of the silicone implant shell." Device was explanted.